Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from the tip of the cx3 sample probe of the synchron cx 9 alx clinical system (cx9). Customer reported that she was wearing lab coat, gloves and protective eyewear. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the leak with the customer via the telephone. The fse determined the obstruction detection circuit started to leak air and caused the de-ionized water fluid leak. The fse instructed the customer to bypass the clot detection system. The clot detection system is an optional system. The cx9 system is fully functional.

Manufacturer narrative:
Results: obstruction detection circuit. (B)(4).